Event description:
It was reported via clinic notes received by the manufacturer that the patient's vns battery was getting low (11-25%) and the patient was experiencing an increase in seizures. The patient was referred for vns replacement surgery. The patient underwent vns generator replacement surgery. The explanted generator was received by the manufacturer and is pending product analysis. No additional relevant information has been received to date.

Event description:
Generator product analysis was completed. While the alleged increase in seizures could not be evaluated in the product analysis, or pa, lab setting, proper functionality of the generator in its ability to provide appropriate programmed parameters was successfully verified in the (B)(6) lab. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No variations in the output signal were observed and diagnostics were as expected. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.